Manufacturer narrative:
Roche originally received information about the event on (B)(6) 2018. A medical assessment was performed at that time and it determined that the event was not reportable, as the coaguchek indicated correctly a decreasing inr until subtherapeutic ranges were reached. Also, it was initially reported that the patient took his normal coumadin/warfarin treatment up until (B)(6) 2018 and warfarin/coumadin therapy was stopped without bridging therapy. We received new information on april 2, 2020 and are submitting this report based on the new information received. In this additional information, the patient denies that he stopped taking warfarin/ coumadin and therefore we are submitting this report out of an abundance of caution. Medical opinion: this event was assessed by a medical doctor. In this case, a (B)(6) year-old male caucasian patient presented at ER in the early morning of (B)(6) 2018. He woke up in the night between (B)(6) 2018 with left facial weakness and dysarthria. No focal deficits on his extremities. He noticed his speech changed upon awakening so there was no clear time of onset. His symptoms were mild and could improve on their own. Decision was been made not to proceed with tpa. Because he already improved. The patient was suffering from atrial fibrillation (af) since at minimum (B)(6) 2008 according to the information provided. He had a history of a stroke 2009 and cva 2012 with residuals. He was under vka treatment with coumadin (warfarin) at minimum since 2012. In (B)(6) 2018 the dosage of warfarin was reduced. The patient underwent arthroscopic rotator cuff repair (B)(6) 2018. Prior to the procedure the ECG showed af. The vka treatment was paused obviously without bridging. At the day of procedure the inr was subtherapeutic: 1.4 inr. Until (B)(6) 2018 the patient took his normal vka medication. The results were in august and september at the lower end of inr target range . The echocardiogram (B)(6) 2018 (= 7 weeks before the event) did not show a thrombus. In preparation for the nervus ulnaris decompression the patient was advised to hold warfarin for 5 days after he obtained a result of 2.2 inr (B)(6) 2018. No bridging therapy was given. In the week of (B)(6) 2018, the patient underwent the procedure; the exact date is unknown. So the patient was without warfarin for 4 or 5 days (it is unknown, if he took warfarin on (B)(6) 2018). On (B)(6) 2018 the patient obtained a result of 1.4 inr on the meter (unknown device) at his doctor´s office. This result was below tr and in line with the event. During the night of (B)(6) 2018 the patient awoke and showed symptoms of a cva. The ECG at ER showed the chronic af, the inr was subtherapeutic with 1.7 inr. The MRI confirmed the clinical diagnosis of a cva with an acute upper division right middle cerebral artery infarct. In line with the fresh event the cct w/o contrast did not show acute findings. A relevant stenosis of the carotid arteries was excluded by vascular ultrasound and doppler. The patient was treated with saline infusion, an atropine injection and was put on a higher dosage of warfarin plus enoxaparin until the inr was back in therapeutic range again. The medical records stated "that the patient stopped anticoagulation because of his arm surgery and that he was back on coumadin but not therapeutic yet." "Even though there are many possibilities, holding anticoagulation is the likely culprit." They also discussed about the bridge therapy for next procedure to be considered. Summary: it is unknown, why the patient was put on vka hold without bridging therapy for 2 orthopedic surgeries. The procedure of nervus ulnaris decompression before the cva was in addition a procedure which is usually done in arrested blood supply with a pneumatic tourniquet. The patient was overweight (bmi 38), suffered from prior cvas with residuals and showed chronic af in all ECG which were provided. Taken this into account, he was on risk for thromboembolic events if vka were paused without bridging, although the echocardiogram (B)(6) 2018 (= 7 weeks before the event) did not show a cardiac thrombus. The meters (patient`s and doctor`s meter) and the laboratory results showed reasonably the decrease of inr after holding the vka in order to prepare the procedure and the result at the day of event was in line with the therapeutic measures (hold of vka). There is no evidence that the coaguchek contributed to the event, because the results on coaguchek were in line with the laboratory results, the event, and the intended dose hold of vka. Investigation results: the meter and test strips were requested for investigation. The meter was returned. The test strips were not returned. Meter testing results using master lot strips 28632180: qc 1: 2.4 inr, qc 2: 2.4 inr, qc 3: 2.3 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9 inr). The alleged result of 2.2 inr on (B)(6) 2018 was not observed in the meter memory. All other alleged results were observed in the meter memory. The complained test strips have been calibrated against the who standard rtf/16 and affected by the recall res z-0360-2019. Corresponding retention test strips (lot 294151) were tested in comparison to master lot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable master lot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well. The investigation did not identify a product problem. The cause of the event could not be determined. Reporter occupation is lay user/patient.

Event description:
Roche originally received information about the event on (B)(6) 2018. A medical assessment was performed at that time and it determined that the event was not reportable, as the coaguchek indicated correctly a decreasing inr until subtherapeutic ranges were reached. Also, it was initially reported that the patient took his normal coumadin/warfarin treatment up until (B)(6) 2018 and warfarin/coumadin therapy was stopped without bridging therapy. We received new information on april 2, 2020 and are submitting this report based on the new information received. In this additional information, the patient denies that he stopped taking warfarin/ coumadin and therefore we are submitting this report out of an abundance of caution. The initial reporter alleged the inr results from coaguchek xs meter serial number (B)(4) contributed to a stroke. The date of the stroke was originally reported as (B)(6) 2018 but in the medical reports it was documented as (B)(6) 2018. On (B)(6) 2018 the patient had a result of 2.3 inr the coaguchek xs meter. After this result the patient was advised to withhold coumadin for 5 days in preparation for an ulnar nerve transposition surgery. This surgery was not related to inr results from the device. Prior to the surgery, the patient was not given lovenox or any other blood thinners. On (B)(6) 2018 the patient was tested on the doctor's unspecified meter with a result of 1.4 inr. There was no report of any therapy changes based on this result. On (B)(6) 2018 the patient woke up in the early morning hours and was unable to speak. The patient did not test on the device on (B)(6) 2018. The patient's wife called 911 and paramedics arrived at approximately 4:00 a.m. The patient was taken to the hospital and was provided with oxygen in the ambulance. The patient was admitted to the hospital for 1 day and was diagnosed with a blood clot in the brain which caused the stroke. The patient could not remember any inr results from the hospital other than "inr levels were low." The patient had an MRI scan of his head and was treated with lovenox 120 mg/0.8 ml every 12h for 7 days. The patient could not remember any other treatment at the hospital. The patient's inr levels were still low when he was released from the hospital. Afterwards, the patient was stable at home and had regained his speech. At the time the event was originally reported the wife declined to provide additional information requested by roche. This event was assessed by a medical doctor based on information provided in the patient medical records.